Manufacturer narrative:
(B)(4). G2: foreign - event occurred in singapore. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that outside of surgery, the unit had smoke coming out from battery pack. There was no patient involvement. Due diligence is complete and no additional information is available.